Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m6088a703 was reviewed and the product was produced according to product specifications. All information reasonably known as of 3 april 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that during oral suction on a tracheotomized patient, the patient bit down on the tip of the probe and the blue tip disappeared. The staff member was unable to find the tip in the patient's mouth. A thoracic xray was performed but as the tip is not radio-opaque, they were unable to visualize it. No further information has been provided at this time.

Manufacturer narrative:
One used sample of the oral care suction tube was returned for evaluation. The suction tip was missing and was not included. Visual examination revealed the no damage to the tube. Both ends of the tube were examined under magnification to assess indication of application of solvent bond. End a exhibited a faint line on the tubing at 11mm from the end. This line extended approximately half way around the tubing. End b did not exhibit any visible evidence of solvent bond. It was unclear from the sample which end had been attached to the suction tip. Based on the state of the returned product and the complaint description, the root cause has been determined to be inappropriate use. A review of the manufacturing process was performed. It was concluded that the reported event could not have originated from the manufacturing process. All information reasonably known as of 11 apr 20-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(4) represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).